Manufacturer narrative:
Evaluation of the returned 4maxc confirmed that the catheter was fractured on its midshaft. This damage typically occurs due to forceful retraction against resistance. The root cause of the reported resistance could not be determined. Further evaluation revealed an ovalization and a kink. This damage was incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up # 02 MFR report: . 1. Section h. Box 6. Device code 3 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter (4maxc) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the 4maxc into the m1 segment of the mca and completed a pass that removed the thrombus. Afterwards, the physician attempted to advance the 4maxc into the m2 segment of the mca to perform a second pass and experienced resistance. Subsequently, the 4maxc would not advance into the m2 segment of the mca. Therefore, the physician decided to remove the 4maxc. Upon removal, it was noticed that the distal end of the 4maxc was fractured. The procedure was completed by administering alteplase to the patient since the hospital did not have another 4maxc to use. There was no report of an adverse effect to the patient.